Event description:
It was reported that during a pericolonic abscess procedure the first device stopped working. The case was continued with a second device of the same product code. The jaws of the second device fell off. All parts were removed from the patient with a grasper. The case was completed with a third device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent. It is possible that the shaft bent during transit to the complaint department. Due to the returned condition, functional testing could not be performed. There was an inability to open and close the jaw was because of the damage of the internal components in the shaft. It is possible that this contributed on the reported activation issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.